Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one used sample of trocar with drain was received for evaluation. As per the complaint statement, the product was used for a spinal surgery, and in the ward / ICU, milling operation was performed by hand several times after surgery, and the product ruptured, but during visual inspection, trocar and drain were found well adhered and ok (i.e. Not ruptured). Retain samples were checked for lot # and found satisfactory. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any issue removing the broken drain after use?=>after removing the product, there was no problem with the patient. Were any fragments of the drain left in the patient requiring surgical intervention for removal?=>no further information is available. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.